Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was currently in a skilled unit for blood clots in their legs and would like to know is a manufacturer's representative (rep) was available to go check their device to make sure it was working. It was stated that patient had been experiencing issues emptying their bladder which was why they got the device. It was stated that if patient could not empty their bladder , it ended up affecting swelling in their legs. It was reported that the patient's bladder was damaged by a metal hip since they were highly allergic to metal, further mentioning that all the metal running through urine and blood won't allow for the patient's bladder to empty. It was stated that patient ended up with high chromium in urine for 3-4 years. It was noted that therapy had helped in the past but now patient was having issues emptying which was affecting swelling in their legs, and it was stated that patient had chronic urinary tract infections (utis) because of this. It was stated that patient was needing to catherize for now. It was noted that patient was familiar with how to increase and decrease the system and had had reprogramming done in the past which had helped. It was noted that the patient's legs were currently swollen to where they could not walk because their bladder was not emptying. Caller was redirected to the health care provider (hcp) to discuss if a rep was able to come to skilled facility to check the patient's device. It was stated that the patient's previous hcp was no longer working with them. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the utis were related to the patient's underlying urinary dysfunction. Their bladder wouldn't empty urine and it would "ferment", causing bacteria and infections. They couldn't be sure if the utis were related to the device or therapy, noting that the device was supposed to stimulate their bladder to open, so it was possibly related. They were given lasix to aid in fluid loss and would lay in their bed with their feet and legs elevated, which resolved their swollen legs. However, the utis were not resolved and it was an ongoing battle.